Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 180, 209, 238, 371, 114 and 271 mg/dl. The customer does not know her expected blood glucose test result range. The customer reported feeling sleepy; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/13/2027 and per the customer the open vial date is less than 30 days. The meter memory was reviewed for previous test result history: result 1: 180 mg/dl date: (B)(6) 2025 time: 11:59am non-fasting am. Result 2: 209 mg/dl date: (B)(6) 2025 time: 11:58am non-fasting am. Result 3: 238 mg/dl date: (B)(6) 2025 time: 11:57am non-fasting am. Result 4: 371 mg/dl date: (B)(6) 2025 time: 11:54am non-fasting am. Result 5: 114 mg/dl date: (B)(6) 2025 time: 11:50am non-fasting am. Result 6: 271 mg/dl date: (B)(6) 2025 time: 11:15am non-fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 19-nov-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she was not currently experiencing any diabetic symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 24-nov-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.